Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), menstrual disorder ("abnormal menses") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (cervix, uterus, and medial portion of fallopian tubes, including essure coils, removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and menstrual disorder ("abnormal menses") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (cervix, uterus, and medial portion of fallopian tubes, including essure coils, removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ excessive menstrution"), menstrual disorder ("abnormal menses") and polymenorrhoea ("frequent menstruation") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (cervix, uterus, and medial portion of fallopian tubes, including essure coils, removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder and polymenorrhoea outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: event frequent menstruation was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device expulsion ('device migration/essure had migrated to her uterus') in an adult female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, sinusitis, urinary urgency, hemorrhoids, pelvic discomfort, chronic cervicitis and leiomyoma nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ excessive menstrution"), menstrual disorder ("abnormal menses"), polymenorrhoea ("frequent menstruation"), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("bloating") and was found to have uterine leiomyoma ("uterine fibroids/fibroids of uterus") and weight increased ("weight gain"). The patient was treated with surgery (cervix, uterus, and medial portion of fallopian tubes, including essure coils, removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, menorrhagia, menstrual disorder, polymenorrhoea, dysmenorrhoea, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea, uterine leiomyoma and weight increased to be related to essure. The reporter commented: left: one coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device expulsion ('device migration/essure had migrated to her uterus') in an adult female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, sinusitis, urinary urgency, hemorrhoids, pelvic discomfort, chronic cervicitis and leiomyoma. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ excessive menstruation"), menstrual disorder ("abnormal menses"), polymenorrhoea ("frequent menstruation"), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("bloating") and was found to have uterine leiomyoma ("uterine fibroids/fibroids of uterus") and weight increased ("weight gain"). The patient was treated with surgery (cervix, uterus, and medial portion of fallopian tubes, including essure coils, removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, menorrhagia, menstrual disorder, polymenorrhoea, dysmenorrhoea, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea, uterine leiomyoma and weight increased to be related to essure. The reporter commented: left: one coil most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events per pfs: dysmenorrhea, bloating, weight gain, device migration/ essure had migrated to her uterus were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.